Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet us manufactures a similar device that is cleared or distributed in the united states under 510(k) k101336. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during an initial total hip arthroplasty procedure, the insert was difficult to implant in the shell. It was reported that after repeated tests the surgeon used another insert to complete the procedure. The event caused a delay of 45 minutes.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Device was not returned for evaluation; however, according to available information and investigation results, this event is due to misuse. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.